Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up investigation determined the lead was previously intentionally set to unipolar rather than an accidental polarity switch. It was also noted that the physician suspects a mechanical fracture and the lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch due to unknown causes. The device had reached elective replacement indicator (eri) and set to vvi65, inadvertently inactivating the lead, but the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead impedance was low and the lead exhibited noise. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.